Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper creepout was observed. The photos show multiple tubes appearing to have the hemogard unseated on the tube. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional stopper pullout testing and upon completion the indicated failure mode for stopper creepout was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper creepout based on the photos provided and retention sample testing. Bd has initiated further root cause investigation relating to the issue of stopper function defects through corrective and preventive actions. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced the stopper popping out of the tube. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: jennifer delfin, a medical technologist, along with her associates has noticed incidents of tube cap loosening with little to no force with the 367812. There has been several incidents of tube cap popping off during handling, transportation and at times during specimen processing.